Manufacturer narrative:
(B)(4). The set and associated pump module have been rec'd and the evaluation is pending. A follow-up report with failure investigation results will be submitted once the evaluation has been completed.

Event description:
Customer reported chemo leaked from the pump segment when the infusion was started. The IV set was loaded into the pump module, the door was closed and as soon as the pump was turned on, chemo leaked onto the floor. Upon inspection, the customer found a small cut in the silicone tubing below the upper fitment and damge on the pump module near the upper fitment. Both the IV set an pump module were sequestered and are available for evaluation. No pt or staff harm and no medical intervention required. No further pt or event details were provided.